Event description:
The facility representative contacted baxter to report a folfusor that had a ruptured reservoir. The event occurred during filling. The device was filled with 5-fluorouracil. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been requested and received at baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Medwatch was originally submitted electronically on august 27, 2010; however, failed submission due to a failed ack3. (B)(4).